Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a dressing change nine days post implant of the ventricular assist device (vad), a high watt alarm sounded and lasted approximately 40 seconds. Per the vad coordinator, no other alarms were noted. Driveline was not pinched or kinked at the time. Of note, the pump speed was increased to 2700 rpms and powers had been running 3.8-4.0 watts since the adjustment. The vad coordinator noted that the watts peaked at 8 watts before resolving. A transthoracic echocardiogram (tte) was performed and nothing out of the ordinary was noted that would be suggestive of a cause for the high watt alarm. No clot noted in the left ventricle or atrium. Log file review did verify that the patient had one high watt alarm. Pump power and flow waveforms were trending upward. The patient received anticoagulation therapy and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting january 17, 2017; 4 low flow alarms have been logged since january 08, 2018 and 1 high watt alarm was logged on january 17, 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering the high watt alarm. If information is provided in the future, a supplemental report will be issued.